Event description:
The following was reported through a review of the article titled ¿hemorrhagic complications following trabecular bypass microstent surgery in the setting of antithrombotic therapy." Reportedly, following right eye (od) cataract plus trabecular microbypass stent procedures, the following postoperative events occurred. Reportedly, thirteen (13) eyes in the istent group presented with layering hyphemas or clots, and forty-five (45) eyes presented with intraocular pressure (iop) spikes. Additionally, two (2) eyes in the istent inject group presented with layering hyphema or clots and four (4) eyes presented with intraocular pressure (iop) spikes. The report noted all cases in both groups resolved with medical management. Additional information has been requested. Please see attached article for additional details. This report references the report of hyphema and elevated iop in the istent group.

Manufacturer narrative:
Additional information: mean and mode used. Date of event : publication date used for event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and elevated iop are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00031 for the cases of hyphema and elevated iop associated with the istent inject (g2-m-is) device.